Event description:
Senseonics was made aware of an incident where sensor broke during a removal attempt.the user is unsure whether all fragments were successfully retrieved.the date and time of occurrence was (B)(6) 2026 at 6:00 am.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.